Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. However, the power management tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated she needed to do a battery change every 24 hours, has been for about 2 months now. The customer has been changing her battery frequently and this was not been resolved. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.